Event description:
It was initially reported that the when it was time to replace the patient's implantable neurostimulator (ins), the physician also replaced the leads and extension components for unknown reasons. Follow up information obtained reported that the reason the physician lead/extension replacement was that the patient was not getting as good of coverage as they used to. The patient was hospitalized overnight after the surgery. The patient outcome was reported as no injury.

Manufacturer narrative:
Product ID 748951 lot# serial# (B)(4) implanted: 2005-(B)(6) explanted: 2009-(B)(6) product typ extension product ID 748951 lot# serial# (B)(4) implanted: 2005-(B)(6) explanted: 2009-(B)(6) product typ extension product ID 7435 lot# serial# (B)(4) implanted: 2005-(B)(6) explanted: product typ programmer, patient product ID 3487a-33 lot# j0527137v serial# implanted: 2005-(B)(6) explanted: 2009-(B)(6) product typ lead product ID 3487a-33 lot# j0527109v serial# implanted: 2005-(B)(6) explanted: 2009-(B)(6) product typ lead. (B)(4).